Event description:
It was reported that during a biliary stenting treatment procedure, the stent appeared longer than labeled. The 10mmx69mmx75cm wallstent stent delivery system was advanced to the target lesion and appeared longer. The physician removed the wallstent stent delivery system. The procedure was completed with another 10mmx69mmx75cm wallstent stent delivery system. No patient complications were reported and the patient's status was ok.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found no issues were noted with the returned device. The device was returned with the stent fully mounted to the stent delivery system. There was no damage noted to the device. The stent was deployed without issues and there was no damage noted. From the measurements taken it was noted that the device including the markerband placement was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed as the device showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that during a biliary stenting treatment procedure, the stent appeared longer than labeled. The 10mmx69mmx75cm wallstent stent delivery system was advanced to the target lesion and appeared longer. The physician removed the wallstent stent delivery system. The procedure was completed with another 10mmx69mmx75cm wallstent stent delivery system. No patient complications were reported and the patient's status was ok.